Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture, baker grade unknown further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture, tingling, deep chest pain,¿ and ¿capsular contracture,¿ baker grade unknown." Healthcare professional reported right side "very severe loss of nipple sensation, severe asymmetry, and moderate wrinkling;" these events are not related to the device. Device remains implanted.

Event description:
Device has been explanted.